Event description:
Customer reported that a patient underwent a skin cancer excision in 2008. The surgical site became inflamed with a deep purple reaction three weeks after the topical skin suture was removed the following month. Extruding sutures were also noted. The patient was instructed to use a topical antiinflammatory cream. The patient was recently examined and some redness persists.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.